Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were visited to the emergency room in mid-(B)(6) due to the high blood glucose level and diabetic ketoacidosis. The customer's blood was unknown at the time of the incident. The customer's blood glucose level was over unknown then the blood glucose level was 200 mg/dl. The blood glucose level of the customer when hospitalized was 450 mg/dl. The customer was treated with the bolus by the insulin pump. Troubleshooting was performed for high blood glucose and under delivery. The customer was not wearing the insulin pump at the time of the hospitalization. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test and unexpected restart error test. It was received with reservoir tube lip completely broken off. The reservoir does not stay locked in due to broken reservoir tube lip. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or displacement accuracy test due to broken reservoir tube lip. Unit received missing reservoir tube o-ring, cracked battery tube threads, minor scratches on case, cracked case at display window corners, cracked case at reservoir tube window corners, corroded battery tube and minor scratches on lcd window.